Event description:
It was reported that a patient who underwent spaceoar placement procedure, experienced rectal pressure, fever and perineal bump. The patient was admitted to hospital one night, where was diagnosed with proctitis. A sigmoidoscopy showed a superficial ulcer. Therefore, the patient was treated with augmentin and flagyl. It was noted that it was planned to repeat the sigmoidoscopy prior to begin with the radiation treatment.

Manufacturer narrative:
Blockh6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, experienced rectal pressure, fever and perineal bump. The patient was admitted to hospital one night, where was diagnosed with proctitis. A sigmoidoscopy showed a superficial ulcer. Therefore, the patient was treated with augmentin and flagyl. It was noted that it was planned to repeat the sigmoidoscopy prior to begin with the radiation treatment.

Manufacturer narrative:
Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2339 captures the reportable event of ulcer.